Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Upon analysis, it was observed that the reported event on (B)(6) at 12:08 am utc ((B)(6) at 11:08 pm cet) could not be confirmed as at the time, per data management system (dms), the sensor reading displayed was 143 mg/dl and there was no calibration entry of 151 mg/dl as reported in the case notes. It is not clear if the reported sensor reading and calibration entry was reported incorrectly. However, based on the review, the system was performing within expectation at the time of the reported event. No further investigation was possible for this complaint.

Event description:
Senseonics was made aware of an incident where patient reported she get a lot of hypos since childhood. But a specific example of a false hypoglycemia that happened on (B)(6) 2021 was provided. User received a hypo alert even though the blood glucose was normal. 12:08am utc+2 bg:151 mg/dl and sg:43 mg/dl.